Event description:
Pt was referred to the electrophysiology lab for pacemaker revision due to voluntary recall of atrial lead. Leads were disconnected from the old pulse generator and removed with simple traction from the subclavian vein. New lead and generator were implanted without complication.